Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Programming history database periodic review was performed and a low impedance event was seen. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Corrected description of event, initial report: inadvertently left out information regarding clinic visit. B6. Corrected relevant tests, initial report: inadvertently left out information regarding system diagnostics.

Event description:
It was later reported that the patient was seen in clinic again and impedance was within normal limits. The reason for previous appointment was that the patient felt the imprint of the device was more noticeable. The clinic said it was nothing out of the ordinary, and patient had started doing chest exercises and wanted to make sure he was not going too hard. Low impedance was seen at this appointment. Since it has since resolved itself, patient has not been referred for a lead revision. No other relevant information has been received to date.